Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e363 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e363 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This report was determined to be reportable malfunction due to the pressure dome leak. A kit and smartcard analysis has been conducted for this complaint. A review of the smartcard indicated prime had been successful. Visual examination of the kit was sufficient enough to confirm the leak that had occurred in the system pressure dome. The membrane was removed from the body of the pressure dome and that was able to examine that there was no holes or tears in the membrane. Visual examination of the kit also showed that the end latches in which hold the pressure dome onto a system pressure sensor had been broken. The root cause of the broken feet is undetermined. The broken feet meant further testing was not possible, therefore the root cause of the pressure dome leak could not be determined. Investigation completed. (B)(4).

Event description:
Customer called to report system pressure dome blood leak during treatment procedure. Customer stated that after purging air has been completed and clicked over to the draw/collect phase, this is when they looked down at the system pressure dome and noted blood pooled around the system pressure transducer. Customer had aborted the procedure and did not return any blood/products to the patient. Customer stated patient is stable and no one was injured or was splashed with fluids. Customer will be returning the kit and smartcard.